Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that her vns therapy programming handheld was freezing up during interrogations. Troubleshooting did not resolve the issue, and the handheld was returned to manufacturer for product analysis. An analysis was performed on the handheld and the cause for the reported complaint was found to be associated with the top cover that was touching the screen causing it to be intermittently unresponsive. Once the cover was replaced with a known good cover no anomalies on the handheld performed were noted during testing using the ac adapter or the main battery with a full charge.